Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
After 6 hours of use, strange sound was heard. The trocars seemed to be damaged at the seal part. Thunderbeat was used through the trocars. Surgeon thinks the thunderbeat's heating may have melted the seal of the trocars.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of 4 devices. The visual inspection of the returned products noted, there was damage to the circular seal. Pmv performed functional testing, the circular seals failed an air leak test due to the tears. There was no strange noise heard during the leak test records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.